Event description:
During an apical biopsy, the third staple cartridge did not transect or staple completely. A new cartridge was used, did not staple completely. A new instrument was used and did not staple completely.